Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('abnormally positioned bilateral essure devices which are appear to be within the cornua and uterus') in an adult female patient who had essure (batch no. 787226) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included asthma, stomach virus, parity, hot flashes, candidiasis, left lower quadrant pain and headache. Previously administered products included for contraception: mirena from 2006 to (B)(6) 2010; for an unreported indication: implanon and depo provera. Concurrent conditions included dizziness, blurred vision, blood sugar increased and neck pain. Concomitant products included salbutamol (proventil) since (B)(6) 2010 for asthma, ethinylestradiol;norgestimate (ortho tri-cyclen)(B)(6) 2010 to (B)(6) 2011 for contraception as well as nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression,"), anxiety ("psychological or psychiatric problems condition: anxiety/ mental anguish") and migraine ("migraines / headaches"). On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device expulsion, pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, vaginal infection, depression, anxiety, migraine and vaginal discharge outcome was unknown. The reporter considered anxiety, depression, device expulsion, heavy menstrual bleeding, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure coils deployed successfully into tubal ostia trailing coils on right side: 08, trailing coils on left side: 04. Patient received treatment for events- migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2014: abnormally positioned bilateral essure devices which are appear to be within. The cornu and uterus.. Hysterosalpingogram - on an unknown date: device was successfully occluded. Normal endometrium, bilateral ostia visualized.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: vaginal discharge, anxiety sob headache quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2021: medical record received: case category upgraded to serious incident. Event: 'abnormally positioned bilateral essure devices which are appear to be within the cornu and uterus', medical history, lab data, reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('abnormally positioned bilateral essure devices which are appear to be within the cornua and uterus') in an adult female patient who had essure (batch no. 787226) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included asthma, stomach virus, parity, hot flashes, candidiasis, left lower quadrant pain and headache. Previously administered products included for contraception: mirena from 2006 to (B)(6) 2010; for an unreported indication: implanon and depo provera. Concurrent conditions included dizziness, blurred vision, blood sugar increased and neck pain. Concomitant products included salbutamol (proventil) since (B)(6) 2010 for asthma, ethinylestradiol;norgestimate (ortho tri-cyclen)(B)(6) 2010 to (B)(6) 2011 for contraception as well as nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression,"), anxiety ("psychological or psychiatric problems condition: anxiety/ mental anguish") and migraine ("migraines / headaches"). On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device expulsion, pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, vaginal infection, depression, anxiety, migraine and vaginal discharge outcome was unknown. The reporter considered anxiety, depression, device expulsion, heavy menstrual bleeding, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure coils deployed successfully into tubal ostia trailing coils on right side: 08, trailing coils on left side: 04. Patient received treatment for events- migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2014: abnormally positioned bilateral essure devices which are appear to be within. The cornu and uterus. Hysterosalpingogram - on an unknown date: device was successfully occluded. Normal endometrium, bilateral ostia visualized. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: vaginal discharge, anxiety sob headache. Lot number: 787226; manufacture date: 2010-09; expiration date:2013-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.